Manufacturer narrative:
Title: transanal total mesorectal excision in rectal cancer: short-term outcomes in comparison with laparoscopic surgery source: annals of surgery volume 261, number 2, february 2015, 221¿227. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between november 2011 and march 2013 about short-term outcomes in comparison with laparoscopic surgery and transanal total mesorectal excision in rectal cancer, a circular stapler was used in the transanal group. There were 37 patients per group. The following complications were observed post-operatively: anastomotic leak in 2 patients, 1 patient with collection, 1 hemorrhage, 1 acute urinary retention, 4 ileus, 2 had second look surgery, 3 had other complications which include ascites, fever, and high ileostomy output, and 2 were readmitted. 1 of which is due to collection and 1 due to boerhaave syndrome. 1 patient had surgery during readmission.